Event description:
Patient reported being injected in the chin with an unspecified juvéderm®. The patient reported catching a non-device related ¿cold¿ 3 years later and their throat became ¿irritated.¿ upon awaking, the chin was ¿very swollen and painful.¿ the patient noted that the chin ¿protruded out¿ at the injection site. It was described as ¿hard and painful¿ and the patient was concerned about being ¿disfigured.¿ the event is ongoing.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.